Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A customer returned one actual sample for an evaluation. The sample arrived out of an opened pouch fully primed. The sample was visually inspected for any obvious defects. The sample was then underwater leak tested. The visual inspection showed no obvious defects. During re-priming and leak inspection, the sample re-primed normally with a small leak noted at the filter outlet cap. In addition when the sample was underwater leak tested, a leak occurred at the outlet cap weld area. The as determined cause of this condition has not been identified. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The appropriate result code has been updated.

Event description:
A customer reported to baxter product surveillance of a continu-flo set in which there was a leakage of an unknown antibiotic since the filter was cracked. This was detected during priming. There was no patient injury or medical intervention necessary. No additional information is available.